Manufacturer narrative:
The sample is available and has been received and evaluated by baxter. Evaluation: the reported condition of difficult to connect condition was not confirmed or duplicated; therefore an assignable cause could not be determined. Should additional information become available, a follow up medwatch will be submitted. Additional information: batch review was conducted with no abnormality observed. (B)(4).

Event description:
Customer reported when the recovery room nurse attempted to attach baxter set 2l3509 to bbraun set us1320, the baxter set "backed off" the bbraun set and the nurse was unable to connect. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. Should additional information become available a follow up medwatch will be submitted. (B)(4).